Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer treated with an injection. Customer's blood glucose value was mg500/dl at the time of the call. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. The customer was advised to change the infusion set, reservoir and insulin and treat per hcp's instructions healthcare professional's recommendation. The product was not returned for analysis.